Event description:
Additional information received reported that ¿some¿ of the explants were due to a loss of therapy. It was unclear if these devices were the same devices that were explanted for ¿therapy issues.¿ an additional follow up report will be sent if additional information is received.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Additional information received indicated the physician reported there were no malfunctions with the devices. Additional information could not be obtained at the time of report. A second follow up report will be sent if additional information is received.

Event description:
It was reported the healthcare provider was returning approximately 20 explanted interstim devices. ¿most¿ were due to expected, normal depletion, but the other devices were explanted due to ¿therapy issues.¿ no identifying information or specific information regarding the ¿therapy issues¿ was provided. Further follow up is being conducted to obtain additional information. A follow up report will be sent if additional information is received.